Event description:
According to the information this patient had mass extrusion 1 year after implant and the physician removed part of the sling in 2004. The patient then had a abscess in their thigh and the sling was partially removed again in 2005.